Manufacturer narrative:
(B)(4). (B)(6). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip procedure due to unknown reasons. Subsequently, it was noticed that the acetabular was fractured during cup insertion on the same day as the initial procedure. The cup was removed and replaced. A plate and screw was placed to fix the fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: unknown stem catalog#: ni lot#: ni; unknown head catalog#: ni lot#: ni; unknown liner catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Design history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.